Manufacturer narrative:
Additional information: it was later indicated that only a deformation occurred, not a detachment product analysis summary: device was returned for evaluation. The stent was not positioned between the markerbands due to stretching of the mid stent wraps. Deformation was evident to the 8th to 18th distal stent wraps with struts bunched and stretched. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. A kink was evident to the hypotube no other damage evident to the remainder of the device. Still images were also provided. The photographs show both the front face and spine of an integrity bms shelf carton. The device size and lot number correspond with the information reported. Correction: an integrity rx coronary, bare metal stent was intended to be used if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that a portion of the device detached during delivery through the vessel. The stent was not implanted prior to detachment. The detached portion of the resolute integrity was removed from the patient without the need of another device. Correction: PMA/510(k) updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was intended to be used to treat a none tortuosity, none calcified lesion exhibiting 90% stenosis in the right coronary artery (rca). There was no issue removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated with sprinter legend balloons (2.25 x 15mm and 3.0 x 15mm) to 16 atm. It was reported that the device detached, cracked or fractured during delivery through the vessel. The device was pulled out of the patient. The patient is alive with no injury.